Manufacturer narrative:
Additional information added. Correction; (patient code). The customer¿s report that the blue piece inside the port was missing was confirmed. Visual inspection confirmed that the set¿s distal smartsite port is missing it¿s blue piston. The primary set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No tool marks or scratch marks were observed on the smartsite. No further testing was performed. The root cause is due to a manufacturing error.

Event description:
It was reported that the blue piece inside the port was missing and only had the white cap. Although requested, there is no further patient or event information available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the blue piece inside the port was missing and only had the white cap.